Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported by the parent (reporter) that the pediatric patient's stomach was hurting the day the sensor was put on the arm. She had pallor and was shaking. The cgm was 383mgdl while the bg was 32mgdl. The patient uses insulet omnipod5 in modified closed loop. The parent involved emergency medical services (ems) who gave carbohydrate. After treatment, the bg was 140mgdl but g7 sensor reading still at 367mgdl. Sometime later, the patient had pallor again while the cgm 300mgdl and manual bg meter was 30mgdl. The parent again notified ems. Paramedics gave the patient juice. After treatment the bg was 220mgdl via bg meter and g7 sensor was showing high on display device. Parent (mom) tried to calibrate different times it was accepted but not fixing the issue still showing high on g7 sensor. 20 minutes later, the patient was shaking and turning white again bg meter result was 30mgdl and g7 sensor display device showing high so parent (mom) decided to remove the omnipod 5. Parent called an ambulance to bring the patient to the hospital while on the ambulance the staff (paramedics) test patient via bg meter result was 30mgdl but g7 sensor still saying high, patient was given glucose gel and juice. At the hospital reading of bg meter result was 250mgdl but g7 sensor still saying high. No medication given to the patient at hospital for hyperglycemia. Patient was admitted less than 24 hours around 12:30am (B)(6) 2025, the patient was discharged they tested patient's blood sugar using bg meter and it was 300mgdl and g7 still showing high hospital let them go home no medication was provided by hospital but advised to take insulin at home. At home parent (mom) give patient insulin pen tresiba 13 units they also removed the g7 sensor and inserted a new g7 sensor. As per parent (mom) reading on g7 sensor is now normal and patient is fine and well as of this moment. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. When the patient was shaking, the reported glucose values fall within the e zone of the parkes error grid. After treatment, the reported glucose values fall within the c zone of the parkes error grid. Sometime later, it was also reported that the glucose values fell within the e zone of the parkes error grid again. At the hospital, the reported glucose values fall within the b zone of the parkes error grid. On (B)(6) 2025, the reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.